Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine (10.0 mg/ml at 2.598 mg/day), dilaudid (25.0 mg/ml at 6.494 mg/day), and clonidine (880.0 mcg/ml at 228.60 mcg/day) via an implantable infusion pump. It was reported the pump was at end of battery life. It was noted there was no performance issue with the device. The patient reported increased pain on (B)(6) 2013. The patient complained of increased pain primarily of the lower back. The pump was explanted and replaced on (B)(6) 2013. The outcome was resolved without sequelae on (B)(6) 2013. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. No further complications were anticipated/reported.